Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: 1 nurse reported a 1l IV bag not infusing on primary IV set 2420-0500. It alarmed end of infusion and reportedly ¿did not infuse a drop¿. Device was sent to biomed, tubing discarded. No patient harm reported. Cpc reviewed sequestering pumps and tubing for adverse events.